Event description:
An aneurx bifurcated stent graft of unknown size was inserted for the treatment of an abdominal aortic aneurysm on an unknown date. The physician reported that the pt had significant angulation and tortuosity. The aneurysm had a tortuous neck. The iliacs had significant angulation; therefore, the physician purposefully used a sheath to straighten the iliacs and to assist in navigation. The physician states that he spent 40 minutes trying to remove the runners and finally decided to purposefully pull the stent graft down into the sac of the aneurysm to avoid an open conversion. He successfully placed a talent cuff he had available. The pt did extremely well and was discharged the following day. The physician states that removing the runners of the stent delivery system is not a rare occurrence and has encountered this situation in the past. He feels that this is a limitation of the design and construction, i.e., a potential weak point of 'runners' and the need to retract the runners. The physician feels the problem with the runners is related to the design of the device, pt anatomy, technique and patience. The physician states that he may have a videotape of this case available. Request for review of the videotape is pending.